Manufacturer narrative:
Evaluation revealed the glenosphere holder/ impactor to be the subject product. No further associated products were reported. A review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the item had been in use for more than 3 years (manufactured in 2013/2014), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The returned device showed traces of an intense use. The threaded tip was found to be partly broken off. Appearance of the breakage surface indicated that the tip broke off in a brittle manner. No plastic deformation was found. The appearance of the damage indicated that the event was related to an intra-operative damage of the device ¿ most likely caused by not properly screwing the glenosphere impactor into the glenosphere prior to impaction (no frictional connection between both units). A pre-damage of the thread in prior surgeries could not be excluded. However in case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Tip broke off the glenosphere impactor while impacting the glenosphere. Discovered after unscrewing the impactor.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tip broke off the glenosphere impactor while impacting the glenosphere. Discovered after unscrewing the impactor.